Manufacturer narrative:
(B)(4). Although the cassette was initially reported as available for evaluation, the sample was never returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were two holes in the side of the cassette. The care giver (cg) had contacted their registered nurse (rn) who advised them to perform a manual exchange. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review of the lot number provided was performed with no issues noted during the manufacturing process. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.